Event description:
It was reported that the insulin pump alarmed button error and had scrolling numbers on the screen. The blood glucose reading was 110 mg/dl. The customer stated that she had been working in a manufacturing plant and that the device may have gotten hot or damp from sweat. Advised discontinuation of the insulin pump. The customer called back to report that she was able to get the insulin pump to dry out and stated that it was working again. She requested to stop the device replacement process. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.